Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to fluid loss the patient had his inflatable penile prosthesis (ipp) removed and replaced with an spectra penile prosthesis (spp). The ipp was explanted and a new device consisting of a 14mm x16cm cylinders were implanted. The previous reservoir was deflated and remains in the patient. The physician explained that the ipp stopped working around (B)(6) 2019. It was added that the patient is stable post surgery. Should additional information be received a supplemental report will be submitted.